Event description:
On (B)(6) 2013, the reporter contacted animas alleging that on (B)(6) 2013, the patient awoke with blood glucose (bg) of 502mg/dl with headache, nausea, abdominal pain, dizziness, and moderate to large ketones. The patient's bg was reportedly treated with water and a syringe injection. The reporter noted that they over-corrected for the high bg and the patient's bg went to 37mg/dl. The low bg was reportedly treated with juice, and the patient's bgs reportedly returned to normal range. The reporter stated that the infusion set and cartridge were changed, and a cartridge leak was noted at that time. The reporter stated the hub end of the cartridge seemed too short, although the infusion set seemed to attach securely. The reporter stated that the patient's bg came down after the supply change and that bgs have been within normal range since. The reported low bg has been attributed to diabetes management factors. This complaint is being reported due to the allegation that the patient experienced hyperglycemia due to a cartridge leak.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2013 device evaluation: a reserved cartridge sample from the same lot number was evaluated and tested by product analysis on (B)(6) 2013 with the following findings: a visual inspection of the cartridge was performed with no damage or defects were noted. The cartridge passed the leak, fill and force test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.